Event description:
It was reported that on (B)(6) 2012, the subject experienced the event of angina 369 days following the index procedure. The event was reported with the serious criteria of hospitalization. On (B)(6) 2013, the subject presented to his cardiologists office with complaints of chest heaviness and shortness of breath. On (B)(6) 2012, the subject presented to the hospital with recurrent chest pressure. On (B)(6) 2012, the subject had a catheterization. It revealed 20% proximal and 20% mid in-stent narrowing of the lad; 40% proximal mid circumflex narrowing with 75% tubular in-stent restenosis of the mid to circumflex stent; and 90% proximal and 80% mid vessel narrowing in the right coronary artery. On (B)(6) 2012, the subject underwent percutaneous coronary intervention (pci) of the circumflex artery with deployment of one 2.5 x 28 mm xience drug-eluting stent with 0% residual stenosis at the stented site and timi iii flow of the distal circulation. On (B)(6) 2012, an EKG revealed normal sinus rhythm at 66 bpm. The outcome of the event is reported as recovered/ resolved and the subject was discharged on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the anatomy. It was not possible to perform a thorough analysis on the product because it was not returned for investigation. In this case, there were no reported device malfunctions or product deficiencies. The reported patient effects of unstable or stable angina pectoris, dyspnea, and restenosis of the stented segment of the artery are listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.